Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check, far r-wave oversensing leading to inappropriate mode switch was observed. No patient symptoms were reported. Programming changes were made.